Manufacturer narrative:
The insulin pump had motor error alarm during rewind due to motor encoder signal out of phase. The insulin pump was unable to perform the displacement test and verify motor position encoder error alarm in the history due to constant motor error alarm during rewind. The insulin pump was received with cracked reservoir tube lip, scratched lcd window, scratched case, scratched keypad overlay and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's son reported via phone call that they experienced low blood glucose. The customer's son reported that they received motor position encoder error alarm and a motor error alarm. The customer's son reported that the settings were erased. The customer's blood glucose was 47 mg/dl at the time of incident. The customer's son stated that they treated the low blood glucose with food. The customer's son stated that the drive support cap appeared normal. The customer's son stated that the insulin pump was exposed to x-ray. The customer's son was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.